Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure involving the colon the device was fired and there was poor staple formation. The reporter stated the patient is fine. No further information is available.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was received fully applied and engaged in interlock. The knife blade displayed noted no damage. Functional testing included resetting the used sulu with staples from a test reload and loading it into the returned stapler. The instrument and sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colon procedure. While very deep in the body firing on the bowel,there was poor staple formation. The staples formed were an improper formed b shape and there was no hemostasis on the specimen side. There was no severe injury.